Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Caller resolved the issue by completing the load process with the original existing pump supplies and resumed insulin.